Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06572). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the clinic with a device that did not respond to telemetry. Premature battery depletion was suspected. Device was explanted replaced.